Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that starting in 2019 she noticed that if she turned her head she would get a sudden shock or zap that hurt. Patient stated her hcp called a rep to meet with her at the office during that time and that was resolved, however patient called because she wanted to know what to do next with her issues. Patient stated the rep thinks it has something to do with several terminals not working or nodules around her occipital nerve or her battery was dying and they know the left side had some issues and they would have to replace the life side then also go down and do a battery replacement at the same time but they were waiting for elective surgeries to resume.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient¿s left lead ¿shorts out¿ and it was not as effective as usual. There were no contributing factors identified. When the rep checked impedances on the day of the report, the values showed electrodes 9, 10, 14, and 15 were elevated. The rep reprogrammed using electrodes 12 and 13 and the patient was satisfied. The issue was not resolved at the time of the report and surgical intervention was planned. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported surgery had not been scheduled. Due to covid19 all elective surgeries put on hold. With this said she wasn¿t scheduled yet and will probably be put on after the physician does all previous scheduled surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3777-75; lot# serial#: (B)(6); implanted: on (B)(6) 2012; product type: lead; product ID: 3777-75; lot# serial#: (B)(6); implanted: on (B)(6) 2012; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.